Event description:
Customer reported he has been in the hospital 3 timed for high blood glucose. Customer was very upset; he stated he was not wearing the insulin pump at the time because it has been 2 months since he received a loaner insulin pump and had not been contacted to get training. Customer did not know how to treat properly with manual injections. Customer stated he had weakness, nausea and headaches. Customer fell unconscious and his wife called 911. Customer hurt his arm and ended up having surgery on (B)(6) 2014. Customer did not remember the date of the event. Blood glucose value was 830 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.